Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported that they usually have to charge once about every 24 hours or a little longer and now (pt confirmed for about the past 2 months) they're having to charge their implant every 18-20 hours. Patient services (ps) asked if pt has increased stimulation and reviewed that this could be the cause of having to charge more frequently. Pt explained that after their implant surgery they were told that their stimulation was set pretty high and they have the ability to increase if they prefer to do so. Pt stated they were unsure if they should increase stimulation considering it's already set at a higher setting and their thought is that they'd like to know if they're physically doing something that's causing more pain. Pt noted that they currently have stimulation set at 5.5 and they have the ability to increase to 9.0 "or something" and was inquiring how that effects the battery. Ps reviewed information. Pt then stated they prefer their stimulation to be set at 5.0 but noticed it increased to 5.6 on it's own. Ps asked pt if they know what adaptive stim is and explained the adaptive stim feature. Pt mentioned the device is working excellent for them. The patient was redirected to their healthcare provider to further address the issue. Pt reported they need an MRI of their shoulder and MRI facility told them they'd need to be reprogrammed after the MRI once they turn stimulation back on.